Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number for the lead, the manufacturing date cannot be determined. Evaluation summary: during normal operation an event caused a transient high current resulting in a momentary decrease in voltage supply. When this happened, the glitch detection circuit generated a reset pulse to the microprocessor commanding power on reset (por) firmware operation.